Event description:
The hcp reported that the pt developed pain and redness at the implant site. The pt was treated with oral and IV antibiotics. Cultures were positive for nocardia. The ipg system was removed in 2004 and the infection appeared to be resolving.